Event description:
Head broke and the broken piece almost got in throat - oral-b, device breakage. Case narrative: consumer via phone stated that the oral-b toothbrush head broke and the broken piece almost got in their throat. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.